Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose for the past two weeks. The customer stated that the time and date were not correct. Assisted the customer to correct the time and date. During the call the customer reported being hospitalized due to high blood glucose of 494 md/dl. Troubleshooting was performed. Ran a fill cannula test and passed. Then the customer called back to performed a high pressure test. While preparing for the test the customer accidently got caught in prime/rewind loop because the tubing clamp was not removed and caused the no delivery alarm. Advised the customer to change the infusion set to perform the high pressure test and she declined. The customer stated that the cannula was bent at time of removal. No further info was provided.